Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 25-sep-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced cardiac tamponade and perforation. Drainage was performed and patient went into remission. The leadless implantable pulse generator (ipg) remains in use. It was likely that the ipg was pulled out and damaged when the delivery catheter was pulled because the ipg was not unlocked at the time of the first deployment. No further patient complications have been reported as a result of this event.